Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there were 2 high blood glucose incidents that required emergency medical assistance and resulted hospitalization. On (B)(6) 2021 customer was in dialysis when blood glucose rose to 800 mg/dl and emergency medical services were dispatched that took them to the hospital. Customer was released within the day. Another hospitalization was on (B)(6) 2021 with 400 mg/dl blood glucose value upon admission. Customer had dry mouth, were tired and drained and was not able to function and started feeling sick. Customer was having issue with the insulin pump. Customer stated that when they did primes, it just shoot insulin out and said no delivery. Customer was treated with intravenous insulin drip and manual injection.